Event description:
It was reported that a patient had numbness on her left and right shoulders, arms, and hands. The patient also reported pain in the same area as well as pain in her neck. Per the patient, she never had these problems prior to being implanted with vns. It was believed that the patient may have some nerve damage or a compressed nerve. It was noted that during initial implant surgery, there was excess blood in the chest due to the tunneling process however no main artery or view as affected. Additionally, x-rays were taken by the surgeon during the implant procedure and everything appeared okay. The patient was initially fine after surgery as during follow up appointments a few days after implant, the patient was okay and everything was said to be normal. Good faith attempts to obtain additional information have been unsuccessful to date.

Event description:
Additional information was received on (B)(4) 2012, when it was reported that the patient is still experiencing the numbness in her left and right arms. The settings were 0.75/20/250/30/3. Diagnostic results were said to be within normal limits however the specific test results were not provided. The patient was also having difficulty breathing. The plan was to program the patient's device off. Follow up with the physician revealed that the pain (shoulder, arms, hands) was related to vns (stimulation). The patient does have a medical history of shoulder/arm/hand pain prior to being implanted with vns. Systems diagnostics gave acceptable results however the specific test results were not provided. The device was programmed off to prevent a serious injury. The device was programmed off on (B)(6) 2012 and the patient wants the device removed however surgery is not scheduled at this point to his knowledge. He did not have any additional information to provide other than the patient is having anxiety and panic attacks because of the issues with her vns. He could not elaborate further or either of those events.

Manufacturer narrative:
Cyberonics, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that cyberonics has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, cyberonics, or cyberonics; employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any defects or malfunctions. These words are incorporated into the FDA 3500a medwatch form by the FDA, and cyberonics objects to their use.

Event description:
It was later identified that the device had been turned back on (B)(6) 2012. Additional relevant information has not been received to-date.